Event description:
It was reported that the pump reset unexpectedly. The customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Reportedly, the cartridge was reloaded and insulin delivery was resumed.